Event description:
It was reported that there was oversensing with short v-v intervals on the right ventricular (rv) lead. An additional rv pace/sense lead was implanted. The coils of the old rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The short interval count device lifetime is 665; the first short interval count started (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).